Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was exhibiting right atrial oversensing and there was numerous lead safety switch (lss) that had occurred. There were no pauses in pacing greater than two seconds. Data strips were reviewed and confirmed the oversensing. Additionally, the patient was seen in-clinic and the noise issue was recreated. The device was reprogrammed to unipolar sensing and maneuvers did elicit noise however the noise was not over-sensed. The patient is right atrial dependent. This pacemaker system remains in service and there were no adverse patient effects reported. The involved right atrial lead is a non-boston scientific product.